Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 22 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer's blood glucose was 270 mg/dl at the time of incident. Troubleshooting was done. The customer stated that the insulin did exit during prime. The insulin pump will not be returned for analysis.